Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 50 mg/dl and 35 mg/dl and current blood glucose level was 348 mg/dl. Customer¿s other blood glucose level was 190 mg/dl and 187 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.